Event description:
It was reported that customer's insulin pump alarmed button error. The buttons are unresponsive. Customer's blood glucose was 21.0 mmol/l. She will treat with manual injection. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.